Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringes had no scale markings.

Manufacturer narrative:
The following field has been updated due to corrected information: event. Describe event or problem: it was reported that 37-39 bd luer-lok¿ tip syringes had no scale markings. Investigation: 39 samples were received for evaluation. They all have no scale printed on them, therefore failure mode is verified. This occurred due to a variation in the scale printing process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 37-39 bd luer-lok¿ tip syringes had no scale markings.